Event description:
During a cardiopulmonary bypass surgery procedure, the user reported the cannula vent cap was difficult to remove. The pull-tab separated from the cap before the cap was sufficiently loosened. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.